Event description:
A home patient (hp) spouse contacted baxter's technical service center (tsc) for assistance regarding a "check patient line" alarm received during the hp's automated peritoneal dialysis therapy. At the time the hp's transfer set was connected to the patient line of the homechoice set and no root cause could be identified for the alarm. Baxter technical service center advised the hp's spouse then contacted baxter's tsc a second time to advise that spouse had discussed the event with the hp and found that patient had disconnected their transfer set from the patient line of the homechoice set while dreaming. After receiving the alarm hp reconnected to the setup and attempted to proceed with therapy. Therapy was discontinued for the evening. The hp went to the dialysis clinic the next day and was administered prophylactic antibiotics. No patient injury was associated with this incident,per the hp's spouse.